Manufacturer narrative:
References the main component of the device system the relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer (con) regarding a patient receiving a dose of 0.200mg/day at a concentration of 10mg/ml of dilaudid and a dose of 8.215mg/day at concentration of 30mgml of marcaine via an implantable infusion pump for spinal pain. It was reported that in (B)(6) 2016 prior to the patient¿s surgery the healthcare professional (hcp) checked the ports and catheter and it was sluggish and moving slower. On (B)(6) 2016 during surgery to replace the pump for longevity, the catheter was kinked and replaced as well. The patient was out of it after surgery, which was expected and attributed to the anesthesia as the surgery was longer than expected. The hcp was not sure how much medication that patient had been getting and monitored the patient overnight; patient was discharged the next day (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 13-nov-2017 from a healthcare professional (hcp) who reported that the patient had increased pain related to the event. Per the operative report, the pre-operative diagnoses were intrathecal pump battery depletion (in need of replacement), possible intrathecal catheter obstruction (with need to replace the catheter), chronic pain syndrome (with chronic intractable severe low back pain and lumbar radiculopathy ¿ managed with intrathecal therapy), and failed back surgery syndrome. The post-operative diagnoses were intrathecal pump battery depletion (in need of replacement), intrathecal catheter obstruction needing replacement, chronic pain syndrome (with chronic intractable severe low back pain and lumbar radiculopathy ¿ managed with intrathecal therapy), and failed back surgery syndrome. It noted that the pump was now almost 7 years old and the estimated replacement interval was within 2 months. The sideport was aspirated in the office under ultrasound guidance to check the integrity of the catheter and was shown to be very sluggish. Therefore, along with replacing the pump, the plan was to evaluate the catheter to see if it needed to be replaced as well. The patient had had a slow gradual worsening of her symptoms, it was unknown whether this could have been related to the catheter obstruction over time or to just progression of her natural disease state. With this in mind, the plan was to place her in the lateral decubitus position, evaluate the catheter at the pocket and possibly either revise the catheter at the back side or replace it completely. With this in mind, she presented to the hospital with that plan. During the procedure, the old pocket was opened, and the pump was removed noting the catheter to be intact. The catheter was disconnected from the pump and freed from the scar tissue on the back side of the pocket. No parts of the catheter were twisted or obviously physically obstructed. The surgeon tried to retract back on the catheter with no fluid noted to come out. The end of the catheter was cut off as well to see if there was some obstruction on that part and no obstruction was clearly noted here. Again, no spinal fluid was coming out. The surgeon then opened up the patient¿s back at the anchor site and dissected down until exposing the anchor. The surgeon then pulled the catheter from the distal aspect out and cut it back there prior to the anchor again noting no spinal fluid coming from there. Per the surgeon, ¿clearly, there was some obstruction then more along the catheter as it entered the spine¿. The surgeon then removed the anchor and slowly started pulling the catheter back noting that the catheter seemed to be intact. It was pulled completely out with the proximal tip intact. At that point, spinal fluid was seen to leak out slowly and sluggishly, so the surgeon held pressure and then did a primary closure to stop the spinal fluid leak. Then a new catheter was implanted in a different location and the remainder of the pump replacement procedure was completed without any difficulty. The patient had no complications related to the procedure. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider who reported that the catheter was removed along with the pump due to infection. No further complications were reported.